Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the enlite serter did not release sensor after 2nd button press. Customer stated that the needle hub got stuck in the serter. Customer's blood glucose reading was 419 mg/dl. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insertion device showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.